Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) the closure device appears to have shifted proximal and still appears stable. No leaks were noted, and no intervention was planned at this time.